Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan alleging the error 2 message appeared on the display of the one touch ultra2 meter. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said the issue first started around 6am when pressing the power button. She said she felt tired and thirsty about 8 hours after the issue began. The pt said she did not take any action regarding diabetes management due to the issue and did not receive any treatment for symptoms. The pt takes insulin on a sliding scale but it is unk what type of insulin she takes. The pt's testing technique was correct. The product was not new (out of box). Replacement products were sent to the pt. This complaint is being reported because the pt alleged the meter did not power on and felt symptoms that may be indicative of hyperglycemia about eight hours after the issue began. Add'l info about the case could not be obtained.